Manufacturer narrative:
Investigation summary six open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No.320559. A functionality test was carried out on all six samples and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was difficult to attach to the pen, and the outer cover was loose. This occurred with 6 separate pen needles during use. The following information was provided by the initial reporter, translated from japanese to english: "the outer cover was loose and the pen needle could not be attached to the pen properly."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was difficult to attach to the pen, and the outer cover was loose. This occurred with 6 separate pen needles during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the outer cover was loose and the pen needle could not be attached to the pen properly."